Event description:
It was reported, the deflectable videoscope had no image in green areas. It is unknown when the reported event occurred. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. ¿ the following fields were updated: d9, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distorted charged coupled device unit due to electrical, electronic component problem identified. The most probable cause is traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.¿ ¿ olympus will continue to monitor field performance for this device.